Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the navigation ring was found to respond intermittently. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) found the issue during periodic maintenance on the v60 device. The navigation ring was observed to respond intermittently. As a result, the front bezel was replaced, and the reported issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.